Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 20 atmospheres. However, during the second inflation at 20 atmospheres for 1 minute, the balloon ruptured vertically. The device was removed and completed the procedure with another of the same device. There were no patient complications reported.